Event description:
It was reported that during a da vinci-assisted surgical procedure, the light cord for the near infrared (nir) handheld camera got really hot. The customer mentioned that at the end of the case, there was smoke coming from the light cord. The customer was unsure how long the light was left on. The customer informed that they had turned off the light cord earlier in the procedure. The customer would take the light cord out of rotation. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed. The field service engineer contacted the customer and confirmed appear to have a melted substance on the end. The customer did not provide light cable for inspection and will return for a replacement. The system was working properly, and no additional action was required as the issue was resolved. Based on the field evaluation, this reported event was confirmed. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.